Event description:
The groshong catheter spontaneously broke in the upper part of the PICC, 2 cm under the skin insertion. The patient didn't get hurt. The PICC was inserted (B)(6) 2013. The catheter is cut off in the end because of "coulture" of it.

Manufacturer narrative:
The complaint of a leak (partial break) in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a partial tear in the catheter tubing. The location of the partial break is located between the 39 and 40 cm depth markers. The partial break site is nearly perpendicular to the axis of the tubing. The break site exhibits slightly rounded edges. The tubing surrounding the partial break site is slightly compressed. The catheter may have been placed in an area where torquing and kinking is susceptible. These characteristics of rounded edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. The distal section that contains the three way valve and manufactured tungsten plug was not returned for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.